Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure used: anterior cervical discectomy with fusion (acdf) levels operated: c6-c7 it was reported that during surgery, while removing the c6 screw a portion of the implant cracked. The implant was reattached with inserter for removal, but it was difficult to be pulled out. Finally the implant was replaced. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis: per the reported event, the implant was damaged from the screw being removed. This is consistent with the direction of the break on the implant. Per the reported event and the physical damage, there does not appear to be an issue with the implant as it was implanted fully the damage occured due the removal of the screw which was not returned. If information is provided in the future, a supplemental report will be issued.